Event description:
New information noted that an issue of high defibrillation impedance on right ventricular (rv) lead persisted. The cause of high defibrillation impedance was suspected to be physiologic phenomenon rather than a lead issue. Intervention was not performed, and lead is being monitored. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed. Patient condition was stable.